Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 105. During the investigation it was found the j1001 component on the ca board was damaged and the pins were bent. No indication that patient protection was affected. The root cause of the damaged j1001 and bent pins could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.